Event description:
It was reported that during a spinal procedure conducted at the user facility the spinemap software was inaccurate approximately 5 to 7 mm inferiorly. K-wires were placed in the l4 and l5 vertebras during the procedure, for which, a 3d scan was completed to confirm the location of the k-wires, showing the 5 to 7 mm inaccuracy. The navigation software was re-registered with the use of a second intra-op CT scan and found the accuracy was the same, to still be off. The k-wires were replaced with the use of fluoroscopy and the procedure was completed successfully. No adverse consequences, or clinically significant delays were reported with this event.

Manufacturer narrative:
The reported event was confirmed by a stryker representative that was present during the case. A discussion with the surgeon it was identified that an incision that is too small can cause skin movement, leading to inaccuracies. A review of the log files revealed no malfunctions.

Event description:
It was reported that during a spinal procedure conducted at the user facility the spinemap software was inaccurate approximately 5 to 7 mm inferiorly. K-wires were placed in the l4 and l5 vertebras during the procedure, for which, a 3d scan was completed to confirm the location of the k-wires, showing the 5 to 7 mm inaccuracy. The navigation software was re-registered with the use of a second intra-op CT scan and found the accuracy was the same, to still be off. The k-wires were replaced with the use of fluoroscopy and the procedure was completed successfully. No adverse consequences, or clinically significant delays were reported with this event.